Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment during which a large leak was discovered and confirmed the reported complaint. The exhalation valve diaphragm was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported during preuse checkout the unit alarmed and was delivering less than the set tidal volume. There was no report of patient involvement.